Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the one-link set would not disconnect. The event was further described as the baxter one-link connector and a non-baxter t connector had a very tight fit resulting in the inner core of a PICC hub coming out, and had to be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.